Event description:
Burned her skin [thermal burn]. Blisters [blister]. Fell asleep with a heatwrap,use product for fibromyalgia and condition in neck that requires heat to prevent loss of blood flow (which leads to fainting),tried using tape to re-fasten [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer. A (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (robax neck & shoulder heatwrap), lot # and expiration date not available, from an unspecified date about a decade ago, which was recommended to her by her pain specialist for fibromyalgia, chronic pain and condition in neck that requires heat to prevent loss of blood flow (which leads to fainting). Medical history included chronic fatigue, severe fibromyalgia, multiple chemical sensitivity from an unknown date and unknown if ongoing. The patient's concomitant included unspecified medications. Past product history included thermacare heatwrap and did not experience the same problems did not occur. The patient reported that years ago, she fell asleep with a heatwrap on because she has chronic fatigue and it burned her skin. No admission to hospital was required and no treatment was received. Upon follow up the patient reported she was looking for the ability to move the heat patch, mid use, so that she could lay down when needed without risking a burn injury. That was how she burned years ago, she fell asleep while wearing a heat patch and got burn blisters where the patch was pressed against her shoulder. To prevent future injury, she would like a heat patch that she could move/slide to her chest when she would need to lay down, then move/slide back to her shoulders when she would get up again. Robax heat patches were essential in managing her chronic pain and preventing the loss of blood flow in her neck which was causing her to pass out. The problem she was having with the heat patches is that they needed to be worn for 8 hours for maximum benefit and that she simply couldn't go for 8 hours without rest breaks which often required laying down for a few minutes to a few hours depending on how good or bad her symptoms were that day. She had tried using tape to re-fasten patches after removing them and it didn't work. The patient would classify her skin tone as very light or fair. Patient stated to have sensitive skin. She was having abnormal skin conditions (eczema to hands and skin allergy) but not where the heat patches were used. The version of thermacare she had used for chronic pain and stiffness when she experienced the problems/symptoms was neck/shoulder/wrist (red box). She had no product remaining. She started to use the product years ago (for over a decade now) and she had used the product previously to the events and same problems/symptoms did not occurred. The patient also had used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) except that water bottle was too heavy for her body, electric pad was inconvenient due to outlet shortage and chemical sensitivity prevented use of plastic in microwaves. Robax heat patches were the best option for her. The patient said that when she experienced the events, she was sleeping while wearing the product but that it was not intentional as she was sick. She fell asleep unintentionally due to illness. Only wore patch for 6 or 7 hours and removed it as soon as she woke up and realized she had been laying on it. She knew it was a bad sign and risk which was why she would never sleep with it on intentionally. The patient stated that she always checked her skin under the product while wearing it and avoid pressure on it. She had read the instructions on thermacare before using it. She noticed blisters as soon as she woke up and removed the patch and it took over a week to fully heal the area. The only remaining issue was trying to use the product with her disability and to manage her symptoms without getting burned again. She did not consult a healthcare professional for the events. Events occurred on an unspecified date with outcome of resolved. The action taken with thermacare heatwrap was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (26apr2016): new information received from a contactable consumer included patient data (age), relevant medical history, concomitant medications (unspecified), reaction data (additional event of burn blisters, event verbatim "using for condition in neck that requires heat to prevent loss of blood flow (which leads to fainting)", "tried using tape to re-fasten patches after removing them" outcome of events). This case is upgraded to serious, reportable. No follow-up attempts are possible. An investigation of the device could not be conducted. Company clinical evaluation comment based on the information provided, the events burned her skin, blisters, and fell asleep with a heatwrap as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial/final 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burned her skin, blisters, and fell asleep with a heatwrap as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. This case meets initial/final 10-day EU and 30-day FDA reportability.

Event description:
Event verbatim [preferred term], burned her skin/got burn blisters where the patch was pressed against her shoulder [burns second degree], use product for fibromyalgia and condition in neck that requires heat to prevent loss of blood flow (which leads to fainting)/she had read the instructions on thermacare before using it. [Intentional device use issue], narrative: this is a spontaneous report from a contactable consumer. An adult (previously reported as "41 year-old") female patient started to receive thermacare heatwrap (robax neck & shoulder heatwrap), lot # and expiration date not available, from an unspecified date about a decade ago, which was recommended to her by her pain specialist for fibromyalgia pain, chronic pain, stiffness and condition in neck that required heat to prevent loss of blood flow (which leads to fainting). Medical history included ongoing chronic fatigue, ongoing severe fibromyalgia and ongoing multiple chemical sensitivity and she was sick/illness. The patient classified her skin tone as very light or fair. Patient stated to have sensitive skin. She was having abnormal skin conditions (eczema to hands and skin allergy) but not where the heat patches were used. The patient's concomitant included unspecified medications. Past product history included thermacare heatwrap and the same problems did not occur. The patient reported that years ago, she fell asleep with a heatwrap on because she had chronic fatigue and it burned her skin. No admission to hospital was required and no treatment was received. Upon follow up the patient reported she was looking for the ability to move the heat patch, mid use, so that she could lay down when needed without risking a burn injury. That was how she burned years ago, she fell asleep while wearing a heat patch and got burn blisters where the patch was pressed against her shoulder. To prevent future injury, she would like a heat patch that she could move/slide to her chest when she would need to lay down, then move/slide back to her shoulders when she would get up again. Robax heat patches were essential in managing her chronic pain and preventing the loss of blood flow in her neck which was causing her to pass out. The problem she was having with the heat patches is that they needed to be worn for 8 hours for maximum benefit and that she simply couldn't go for 8 hours without rest breaks which often required laying down for a few minutes to a few hours depending on how good or bad her symptoms were that day. She had tried using tape to re-fasten patches after removing them and it didn't work. The version of thermacare she had used for chronic pain and stiffness when she experienced the problems/symptoms was neck/shoulder/wrist (red box). She had no product remaining. She started to use the product years ago (for over a decade now) and she had used the product previously to the events and same problems/symptoms did not occur. The patient also had used other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack) except that water bottle was too heavy for her body, electric pad was inconvenient due to outlet shortage and chemical sensitivity prevented use of plastic in microwaves. Robax heat patches were the best option for her. The patient said that when she experienced the events, she was sleeping while wearing the product but that it was not intentional as she was sick. She fell asleep unintentionally due to illness. Only wore patch for 6 or 7 hours and removed it as soon as she woke up and realized she had been laying on it. She knew it was a bad sign and risk which was why she would never sleep with it on intentionally. The patient stated that she always checked her skin under the product while wearing it and avoid pressure on it. She had read the instructions on thermacare before using it. She noticed blisters as soon as she woke up and removed the patch and it took over a week to fully heal the area. The only remaining issue was trying to use the product with her disability and to manage her symptoms without getting burned again. She did not consult a healthcare professional for the events. The action taken with thermacare heatwrap was unknown. The outcome of the event "burned her skin/got burn blisters where the patch was pressed against her shoulder" was recovered on an unspecified date, of the other event was unknown. According to the product quality complaint group: this investigation was conducted for an unknown lot number robax neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (26apr2016): new information received from a contactable consumer included patient data (age), relevant medical history, concomitant medications (unspecified), reaction data (additional event of burn blisters, event verbatim "using for condition in neck that requires heat to prevent loss of blood flow (which leads to fainting)", "tried using tape to re-fasten patches after removing them" outcome of events). This case is upgraded to serious, reportable. Follow-up (22jul2020): new information received from the product quality complaint group included investigational results.

Manufacturer narrative:
This investigation was conducted for an unknown lot number robax neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.